Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the patient went in for an abscess and the mesh was explanted. It was reported that the ring was "broken". There was an infection of anterior abdominal wall abcess. The patient went in for emergency surgery due to infection.